Event description:
The patient contacted animas on (B)(6) 2012 and stated the down arrow keypad button was intermittently unresponsive, and required multiple presses to elicit a response. The patient denied damage to the keypad and noted the ok symbol was worn and the contrast button was unresponsive, which has no effect on insulin delivery. The patient reportedly wore the pump in a case exterior to a garment and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow button was intermittently responsive and the contrast button was unresponsive. During investigation, evidence of contamination was found under all keypad button contacts.